Manufacturer narrative:
A ge service representative performed an on site investigation. The power cable connections were repaired during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the 6600 system monitor screen was dark and will not take pictures. No patient injury was reported.